Event description:
As reported, when the sterile package was opened, it was found that the stent of a 9mm x 40mm precise pro stent system had been partially released. There were no reports of patient injury. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, when the sterile package was opened, it was found that the stent of a 9mm x 40mm precise pro stent system had been partially released. The procedure was completed by changing to another product. There were no reports of patient injury. There were no damages found on the device or device packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). The user was trained in the use of the device. The device was returned for evaluation. A non-sterile ¿precise pro rx us carotid syst¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked for inspection. A thorough examination of the unit revealed the device contained a kink approximately 26 cm from the proximal end and a fully deployed properly expanded stent with no observed damages or anomalies. The hemostasis valve was tightly closed, and no other significant details were noted. The usable length and l2 dimension could not be verified due to the kink, which impeded proper measurement. Functional testing could not be performed because the unit was returned with the stent fully deployed. However, the mechanism was tested by setting the device to its manufacturing condition to simulate the stent deployment process. The mechanism was actuated to simulate the stent deployment, and no anomalies were observed during the functional test. The reported "stent delivery system (sds) deployment difficulty-premature/during prep" could not be verified. The stent was noted to be deployed; however, images of the released stent contained within the sterile package as described in the event were not provided and therefore cannot be verified. Consequently, the analysis cannot ascertain whether intentional deployment was initiated. The exact cause of the reported event remains inconclusive. Based on the available information, determining the root cause is difficult, although user handling factors during preparation may have contributed to the reported issue. A kink was observed during analysis; however, was not mentioned in the event description and may have occurred due to shipping and handling. According to the instructions for use, which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed.¿ the information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, when the sterile package was opened, it was found that the stent of a 9mm x 40mm precise pro stent system had been partially released. The procedure was completed by changing to another product. There were no reports of patient injury. There were no damages found on the device or device packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). The user was trained in the use of the device. The device will be returned for evaluation.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.